Event description:
The customer reported to olympus, the camera control unit displayed error code e117. The issue was found during preparation before use. There was no delay of the therapeutic procedure that was completed by using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that after adjusting the image deployment procedure, error code e117 disappeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error e117 occurred due to the image deployment procedure. Olympus will continue to monitor field performance for this device.